Manufacturer narrative:
The biomedical engineer (bme) reported that a couple of the central nurse's station (cns) monitors went out. One of the displays goes in and out and another will not show anything at all. Currently, all the patients are being monitored on one screen. The customer stated that the issue was resolved but did not provide details on how it was resolved. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that a couple of the central nurse's station (cns) monitors went out. One of the displays goes in and out and another will not show anything at all. Currently, all the patients are being monitored on one screen. The customer stated that the issue was resolved but did not provide details on how it was resolved. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that a couple of the central nurse's station (cns) monitors went out. One of the displays goes in and out and another will not show anything at all. Currently, all the patients are being monitored on one screen. The customer stated that the issue was resolved but did not provide details on how it was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and additional device information as requested.

Event description:
The biomedical engineer (bme) reported that a couple of the central nurse's station (cns) monitors went out. One of the displays goes in and out and another will not show anything at all. Currently, all the patients are being monitored on one screen. The customer stated that the issue was resolved but did not provide details on how it was resolved. No patient harm was reported.